Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the video that was provided for investigation. The video showed the needle fully retracting; therefore, the complaint could not be confirmed. The needle retracted slowly, which was addressed in investigation #(B)(4). Although the complaint could not be confirmed, a trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 381412 batch#: 4123600. It was reported that the bd insyte autoguard yel 24ga x .75in had a needle retraction failure. The following information was provided by the initial reporter: needle is retracting slow or not retracting at all on insyte autoguard. Additional information provided: 1. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? See video of delayed retraction. Randy (our rep) was in the room and witnessed the product issue. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 2reports of safety risk regarding needle sticks if needle didn¿t retract for inserter, and multiple attempts by inserters due to believed failure of device.